Event description:
It was reported that the patient implanted wiht this subcutaneous implantable cardioverter defibrillator (s-ICD) system expired. The local sales representative was contacted to interrogate the device post-mortem. The representative reported 12 total shocks delivered which were appropriate, and with shocks appearing to convert the arrhythmia. However, asystole was observed following some shocks and some episodes showed non-physiologic artifacts. Also, there was a high impedance (hi) alert following some of the shocks. Technical services requested device data, as the most recent data in the remote monitoring system was from (B)(6) 2025. Technical services first reviewed the latitude data and found there had been episodes in 2024 showing artifacts within the episode activity. Attempts to communicate in the latitude remote monitoring system were unsuccessful since (B)(6), 2025. There were at least two singular out-of-range shock impedance measurements of greater than 400 ohms that were collected by the device but not transmitted to latitude for (B)(6), 2026, due to the inability to communicate with the patient's device at the time. Technical services then reviewed the interrogation data from these recent episodes and confirmed the artifact was consistent with an intermittent electrode fracture. Engineering reviewed the device data for the xml logs and rf diagnostics and determined that the communicator appeared to be functioning normally. The communicator reboots and connects to latitude as scheduled. It appears there were no interrogation attempts (pressing heart button for interrogation) after (B)(6) 2025.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted wiht this subcutaneous implantable cardioverter defibrillator (s-ICD) system expired. The local sales representative was contacted to interrogate the device post-mortem. The representative reported 12 total shocks delivered which were appropriate, and with shocks appearing to convert the arrhythmia. However, asystole was observed following some shocks and some episodes showed non-physiologic artifacts. Also, there was a high impedance (hi) alert following some of the shocks. Technical services requested device data, as the most recent data in the remote monitoring system was from (B)(6) 2025. Technical services first reviewed the latitude data and found there had been episodes in 2024 showing artifacts within the episode activity. Attempts to communicate in the latitude remote monitoring system were unsuccessful since (B)(6) 2025. There were at least two singular out-of-range shock impedance measurements of greater than 400 ohms that were collected by the device but not transmitted to latitude for (B)(6) 2026, due to the inability to communicate with the patient's device at the time. Technical services then reviewed the interrogation data from these recent episodes and confirmed the artifact was consistent with an intermittent electrode fracture. Engineering reviewed the device data for the xml logs and rf diagnostics and determined that the communicator appeared to be functioning normally. The communicator reboots and connects to latitude as scheduled. It appears there were no interrogation attempts (pressing heart button for interrogation) after (B)(6) 2025.

Manufacturer narrative:
This report will be updated when our investigation is complete.